Event description:
After open heart surgery, the patient's skin had peeled off then the surefit pad was removed. This happened to five patients over the course of a week and a half.

Manufacturer narrative:
When the facility notified conmed of the event, they stated it happened to 5 elderly patients over a span of about a week and a half. However, they could not provide specific dates and lot numbers used. They were superficial skin abrasions that were 2 cm x 2 cm in size on the buttocks. They did not need extensive medical intervention to treat the wound, but they did receive ointment and they are reported to have recovered fine. All incidents involved the same nurse removing the pad. The abrasions were from the border's adhesive as opposed to the conductive gel. (B)(6), who has had over 30 years of experience with open heart surgeries stated that he will hold an in-service with the staff discussing proper removal of grounding pads. The instructions for use state "to remove, gently support the skin surface and use the tab to slowly peel away the electrode. Rapid removal may cause skin irritation." The facility had sent in 5 unopened samples from two lot numbers for conmed to evaluate. The device history review and the lot history review confirms that products were produced according to the conmed approved procedures. In process, inspection & visual checks were done to ensure proper production of the devices. Impedance, continuity & pull testing were performed on the sample devices during the manufacturing process. No discrepancies were observed during the review of the manufacturing documents. This product family has been tested for cytoxicity, skin irritation and skin sensitization per (B)(4) and has passed all testing with acceptable results. Furthermore, the gel and adhesive contained in surefit electrodes passed the biocompatibility tests and are considered biocompatible for the intended use of the product. Conmed was unable to confirm the reported malfunction.